Manufacturer narrative:
The has been received but not evaluated; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2010 according to the complainant, the physician inserted guidewire into the obstructed bile duct, the tip of the guidewire detached and "hit the patient's mucosa". It looked like the "black coating" unraveled and the fragments fell into the patient's duodenum and the physician did not attempt to retrieve it and it did not cause any perforations. There were no patient complications reported as a result of this event. The patient's condition at the conclusion was reported as stable.

Manufacturer narrative:
A visual examination revealed that the returned device presents damaged pebax. The pebax appears severed exposing the core wire starting 1cm from the tip and extending for about 1.5cm. Some of the pebax, although it separated from the corewire, did not completely detached from the unit. The od of the device was measured at three locations along the wire and found to be within od specifications. The reported complaint is confirmed, a portion of the pebax had detached from the device. Although the exact cause of failure could not be determined at this time, the most probable root cause; 'caused by other device' is the selected code for this event. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2010. According to the complainant, the physician inserted guidewire into the obstructed bile duct, the tip of the guidewire detached and "hit the patient's mucosa". It looked like the "black coating" unraveled and the fragments fell into the patient's duodenum and the physician did not attempt to retrieve it and it did not cause any perforations. There were no patient complications reported as a result of this event. The patient's condition at the conclusion was reported as stable.